Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 14-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain"), adenomyosis ("uterine adenomyosis"), malaise ("daily malaises"), dizziness ("dizziness"), tachycardia ("tachycardia"), vision blurred ("blurred vision"), musculoskeletal pain ("joint and muscle pain"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), dyspepsia ("digestive problems"), asthenia ("asthenia, body weaknesses, difficulty going to work"), insomnia ("insomnia"), fatigue ("chronic fatigue"), anxiety ("anxiety") and stress ("chronic stress") and was found to have blood pressure increased ("pressure increases") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, adenomyosis, dizziness, tachycardia, blood pressure increased, vision blurred, musculoskeletal pain, ear disorder, nasal disorder, laryngeal disorder, weight decreased, dyspepsia, insomnia and anxiety outcome was unknown and the malaise, asthenia, fatigue and stress had not resolved. The reporter provided no causality assessment for adenomyosis, anxiety, asthenia, back pain, blood pressure increased, dizziness, dyspepsia, ear disorder, fatigue, insomnia, laryngeal disorder, malaise, musculoskeletal pain, nasal disorder, pelvic pain, stress, tachycardia, vision blurred and weight decreased with essure. The reporter commented: difficulty driving due to events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61987) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain"), adenomyosis ("uterine adenomyosis"), malaise ("daily malaises"), dizziness ("dizziness"), tachycardia ("tachycardia"), vision blurred ("blurred vision"), musculoskeletal pain ("joint and muscle pain"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), dyspepsia ("digestive problems"), asthenia ("asthenia, body weaknesses, difficulty going to work"), insomnia ("insomnia"), fatigue ("chronic fatigue"), anxiety ("anxiety") and stress ("chronic stress") and was found to have blood pressure increased ("pressure increases") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, adenomyosis, dizziness, tachycardia, blood pressure increased, vision blurred, musculoskeletal pain, ear disorder, nasal disorder, laryngeal disorder, weight decreased, dyspepsia, insomnia and anxiety outcome was unknown and the malaise, asthenia, fatigue and stress had not resolved. The reporter provided no causality assessment for adenomyosis, anxiety, asthenia, back pain, blood pressure increased, dizziness, dyspepsia, ear disorder, fatigue, insomnia, laryngeal disorder, malaise, musculoskeletal pain, nasal disorder, pelvic pain, stress, tachycardia, vision blurred and weight decreased with essure. The reporter commented: difficulty driving due to events. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kgs. Batch no: c61987. Production date: 2014-05-29. Expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.